Event description:
It was reported that during an implant procedure, the guidewire failed to be separated from the left ventricular (lv) lead. The physician elected to not use the lv lead and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of the guidewire not coming out of the lead was confirmed. As received, a complete lead was returned in one piece for analysis. The returning guidewire was noted to be stuck inside of the lead. Visual inspection and x-ray examination of the lead found the bunched up/damaged inner coil at the connector region. Ptfe coating of the guidewire was noted in the same region. The s-curve hump height was measured within specifications. The cause of the reported event was isolated to the damaged inner coil consistent with procedural damage.